Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. No section of the active electrode (grip) was exposed. The instrument passed the electrical continuity test. Additionally, the instrument was found to have damaged conductor wire insulation at yaw pulley. There was no fragmentation of the insulation and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Visual inspection revealed no signs of missing parts. The complaint regarding a damaged instrument was confirmed by failure analysis. The probable root cause of thermal damage is attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument is damaged, no further information available. There was no report of patient involvement or no reported injury.